Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker entered backup mode due to radiation treatment. The pacemaker was successfully restored. The patient was in stable condition.